Event description:
A malfunction was reported with a code of malf 0, which did not lead to any adverse impact on the customer's blood glucose levels. Technical support provided the customer with information on how to reset the pump, and the customer successfully performed the reset without any recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the issue reappears, and they acknowledged this guidance.